Manufacturer narrative:
Device returned. A review of the device history record: device history lot: part: 03.037.028. Lot: 9298605. Manufacturing site: (B)(4). Release to warehouse date: 27 jan 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported on (B)(6) 2019, one (1) hex flexible screwdriver, one (1) hexagonal screwdriver shaft, and one (1) hexagonal screwdriver broke as mentioned by the sterile processing department (spd). There was no patient involvement. This complaint involves three (3) devices. Investigation flow: damage visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9298605) was received broken at the most proximal laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us cq. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the received device was performed at cq document/specification review: the device received was broken. Hence confirming the allegation conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9298605) as the shaft of the device was completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, one (1) hex flexible screwdriver, one (1) hexagonal screwdriver shaft, and one (1) hexagonal screwdriver broke and it was observed the distal tip of the cannulated 4.0 mm hexagonal screwdriver shaft is cracked as mentioned by the sterile processing department (spd). There was no patient involvement. This complaint involves three (3) devices. This report is for one (1) cannulated 5 mm hex flexible screwdriver. This report is 1 of 3 for (B)(4).